Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro remained activated.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection was conducted. Evidence of heat damage was observed on the jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instructions for use (IFU) with a reference cable and reference power supply. The device passed the pre-cautery test; it activated and shut off when the toggle was released. The test was repeated ten times. The handle was opened to evaluate the internal components. The switch was examined under microscopy. There was no evidence of contamination on the switch. We were unable to reproduce the reported event during our testing. Based on the results of the evaluation the reported complaint could not be confirmed.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).